Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint could not be confirmed. The root cause is attributed to rough handling during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure the wire became kinked and when the physician tired to correct the kink, the stent detached. The physician had to perform a cut down to retrieve the stent.